Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: no anomalies were found.